Event description:
After completion of a chemo check for the patient, I attached the chemo bag via secondary tubing onto the b channel on the pump. I attached the spiros easily to the b channel but when I opened the roller clamp, chemo began to spew our of the spiros on the side and liquid got onto the tubing, chip and pump. I quickly held the chemo bag over the connection to block the spray and closed the clamp, stopping the flow. Chemo residue was on the pump. No liquid chemo sprayed onto the patient or myself. No injury occurred.